Event description:
It has been reported to us that the system locked up and they had no control with the touch screen or key board. Customer rebooted the computer to regain control. There is no report of pt injury and the device is not being returned for our analysis.